Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The reported infection is reported on medwatch numbers 1825034-2016-01415 / 01416 and 3002806535-2016-00209. Product location unknown.

Event description:
It was reported a patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to femoral fracture. The same day, it was reported the patient developed an infection. The patient was treated with antibiotics. The infection was reported to be resolved on (B)(6) 2015.